Event description:
It was reported that there was a problem and the patient had to recharge every two to three days versus once a week prior to her hysterectomy in (B)(6) 2010. The patient stated she had not been programmed, used higher stimulation settings or felt extra stimulation anywhere else. The patient noted that she did not have concerns with the device or therapy. However, the patient also noted that she had concerns but had not sought further help regarding this issue because she did not feel there was anything to do about it because she kept her unit up so high for pain. The patient also reported that the recharger was not charging and there was a loose connector on the desktop charger. Upon return of the desktop charger, analysis found that the cable assembly connector pins were broken. C300. Later, on (B)(6) 2014, the patient reported that she had to recharge her implantable neurostimulator (ins) more and for longer for the past six months to one year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot# c0296491, product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).